Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number and protocol number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation: the samples were received with its original packaging in a plastic bag. No damages, kinks or deformities that could cause the failure mode reported were detected. Samples were connected to the first and second pump and no alarms were activated. Failure mode could not be duplicated by functional testing; complaint is not confirmed. No root cause determine due complaint was not confirmed. No actions taken due complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: a2, a3, b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received by smiths medical/ICU on 28-dec-2022 and 30-dec-2022 via email: patient details updated.